Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the lock up issue. The system/memory pcb assembly was replaced and proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The removed system/memory pcb assembly was returned to physio-control for evaluation. Physio-control tested the removed pcb assembly and was unable to duplicate or verify the reported failure.

Event description:
During testing of the device, it was observed that the device locked up. This reported issue was not related to any patient use.